Event description:
The plaintiff's attorney alleged that the decedent expired from cardiac arrest, multi-organ failure, and sepsis after the use of the product administered for dialysis treatment. Additional info was received and noted the cause of death as cardiac arrest due to multi-organ failure, sepsis and ventilator associated pneumonia.

Manufacturer narrative:
Additional info (death certificate and discharge summary) was received and a clinical investigation was completed accordingly. The pt experienced sepsis multi-organ failure and cardiac arrest and subsequently expired, which is alleged by the plaintiff's attorney to have been caused by the product administered for dialysis treatment. The pt was admitted to the hospital and the stay was prolonged for aggressive care. The pt was admitted with respiratory and renal failure with sacral decubitus and right lung pneumonia. Prior to admission the pt had a malfunctioned hemodialysis catheter and required a new hemodialysis access. Two days prior to hospital admission, a permcath was placed and a mediport was placed one day prior to this hospital admission. The pt was transferred to long-term care for further ventilator support and weaning, and aggressive care for the conditions. During the hospital course, the pt developed severe sepsis and hypotension with rapid decline in health due to severe depression. The pt's code status was changed to do not resuscitate. Nine months into the hospital stay, the pt developed bradycardia and asystole and subsequently expired. Despite the aggressive therapy with levophed and ventilator support the pt's condition had remained very poor. No autopsy was completed and the decedent's dialysis was not indicated as a cause for his demise in the medical records. Additional info will be submitted upon receipt accordingly. This is one of device reports associated with this event.